Manufacturer narrative:
The customer called the siemens healthcare diagnostics customer care center concerning a discordant elevated tni result. A siemens healthcare support center (hsc) representative evaluated the information provided. The issue is a persistent elevation of troponin on the dimension exl loci troponin method on a single patient. The patient sample was tested by two alternate methods and lower results were obtained. The tni calibration and qc was within limits during the time of the incident. The instrument data has been pulled and reviewed. No issue was seen with the instrument or reagent performance. The root cause is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The result was reported to the physician. A new sample was drawn at an alternate facility and run on an alternate non-siemens methodology. A lower result was obtained and reported. The original sample was also run with the alternate methodology and a lower result was obtained. The patient was sent to an alternate facility for further evaluation on the basis of the discordant elevated tni result. There are no reports of patient intervention or adverse health consequences due to the discordant elevated tni result.